Manufacturer narrative:
Additional information can be found in the following sections: section a, b6, b7, g4, g7, h2, h6, and h10. Intuitive surgical followed up with the customer and obtained the following additional information: the reported issue occurred 20 minute after port placement, when the surgeon was going to put the robotic system into following mode. There were no adverse complications for the patient. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: a da vinci system malfunction, which could cause the da vinci system to be unavailable for use after the start of a surgical procedure, occurred. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following field(s): g4, g7, h2, h3, h6, and h10. 4307 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The power and integrated circuit (ic) were repaired. The unit was cleaned, tested, burned-in, and all functions were checked. Backlight calibration was performed. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The high resolution stereo viewer (hrsv) was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv for failure analysis investigation; however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The system logs were reviewed and analyzed as part of the fse's investigation, and the fse tested the system for functionality, and replaced parts to investigate/resolve the reported issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction, which could cause the da vinci system to be unavailable for use after the start of a surgical procedure, occurred. Although there was no patient harm, if this malfunction were to recur it could likely cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the fields was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is blank because the product is not implantable. The information for fields is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) right eye was black. The field service engineer (fse) had the customer to reboot the system with ssc power cord and blue fiber cable reconnected. The customer reported the problem still persisted. The procedure was completed with one eye working. There was no reported injury.